Event description:
The product which was clearly labeled unsterile, was used with the pt for the duration of the case. The pt rec'd antibiotics per standard hosp protocol. The pt coded on the floor smoetime later, returned to ICU, then back to or for add surg. Pt found to have severe sternum infection. Returned to surg, then ICU, expired 9 days later.